Manufacturer narrative:
Event description updated.

Event description:
It was reported that during an unknown procedure, the generator was overheating. Backup device was available to complete the procedure. No delay and no patient injuries were reported.

Manufacturer narrative:
H10: h3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and a scratched lid was observed. Initial evaluation found no problems. An evaluation performed in service revealed there was an open circuit on the nem cable and the front harness assembly needed to be replaced. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the generator was overheating. It is unknown when was found the issue and if a backup device was available. No delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.